Manufacturer narrative:
Device evaluation confirmed reported issue and determined the cause to be a failed vacuum sleeve.

Event description:
The probes were tested to manufacture guidelines prior to beginning the procedure. The probes were then placed under a CT exam by the physician. During the first cycle the probe immediately frosted over and started icing all the way up the shaft. The cycle was aborted and thawing was begun immediately. The probe was discarded off the sterile field and a replacement was tested and placed under CT exam by the physician. The procedure was completed and no harm was done to the patient by the probe failure.